Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented for an unrelated device change out due to eol. It was found that the lv lead was dislodged. The lead was electively capped and replaced during the device change out procedure.